Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had pump error. Customer's blood glucose value was 124 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked lcd controller. Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected pump error 24 noted during testing.